Manufacturer narrative:
Sections with additional information as of 21-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).

Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizzy, weak and tired. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). At the time of the call, the customer reported feeling, dizzy, weak and tired; customer stated that she would contact her doctor. Customer did not continue with the troubleshooting process and no further information was able to be obtained.